Manufacturer narrative:
"Formation of fibrous tissue capsule around an implanted device is a normal physiological response". "Contracture develops to varying degrees, unilaterally or bilaterally, and may occur with weeks to years after surgery".

Event description:
Reported event of capsular contracture within 17 pts from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and pt reported outcomes", european journal of surgical oncology: the journal of the european society of surgical oncology and the british association of surgical oncology, (2014 jan 22). Electronic publication date: 22 january 2014. This record addresses the right side.